Event description:
Device was returned for repair and during the pre-assessment the technician found that the bearing cover was broken, there was a broken off part sitting on the drive shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, noted the drive shaft was bent due to normal use. The device was repaired by replacing several components.